Event description:
A report was received that the patient's ipg was too shallow and was experiencing pain at the pocket site. The patient underwent pocket revision wherein the ipg was placed deeper. The patient was doing well following the procedure.